Event description:
Pt in operating room for insertion of bipolar prosthesis with bone cement following fracture of hip. Immediately after the cement was injected pt developed severe hypotension and went into cardiac arrest. Resuscitative attempts were unsuccessful and pt expired.